Manufacturer narrative:
Correction to field e1: initial reporter address.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances measuring above 3000 ohms on the right ventricular (rv) lead channel. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances measuring above 3000 ohms on the right ventricular (rv) lead channel. No adverse patient effects were reported. This system remains in service.